Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer reference number: 2017865-2020-05656, related manufacturer reference number: 2017865-2020-05657. It was reported that the patients's right atrial (ra) and right ventricular (rv) lead had lead noise. It was also noted that the patient's pacemaker was oversensing myopotentials. Programming changes were made, but the issues were not resolved. The patient's whole system was extracted and replaced. There were no adverse events due to this. The patient was discharged post procedure.